Event description:
An optometrist reported a patient with a regression in her near vision one month following photo refractive keratectomy (prk) enhancement in the left eye. The patient reported blurry vision in the left eye. In a follow up with the optometrist, she indicated the patient's primary lasik was performed in 2008 by another manufacturer's laser. She also reported the patient had monovision with the left eye set for near. There was no additional treatment for the left eye following the prk enhancement. The patient was seen three times following the date of the event and the near vision had improved at each visit.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).